Event description:
On(B)(6) 2013 patient reported the display on the infusion device flashes on and off. Patient stated he already tried changing the battery. Patient reported the infusion device remained on but the display flashed on and off. On follow up call on (B)(6) 2013 patient reported the flashing on the device was constant and he was unable to read the basal or bolus insulin rates. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device, battery, and battery cover for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Manufacturer narrative:
Conclusion the complaint cannot be verified. Result the problem mentioned by the customer could not be reproduced. All tested features meet specification. Product meets specification and no corrective actions are needed.